Manufacturer narrative:
Additional information was received that the slight pull in the abdomen was considered as a manifestation of peritonitis. Six days after the event onset of peritonitis the patient was recovered from this peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as unsterile handling. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the peritonitis event. The same day as onset the patient started treatment with vancomycin (route and frequency not reported). The action taken with extraneal and physioneal therapies was not reported. At the time of this report, antibiotic therapy was ongoing and the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.